Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failures of catheter damage (detached balloon) and balloon loss of pressure were confirmed. None of the components were left inside of the patient based on the reported information and investigation observations. The device was returned broken and separated into three pieces. The break occurred 40 inches from the distal end of the strain relief. The outer shaft separated from the catheter 45 inches from the distal end of the strain relief. All emitters and marker bands were present and accounted for. All emitters showed signs of wear, indicating that they were fired as expected. Balloon ruptures are a known failure mode with a low probability of occurrence. Contributing factors include patient calcium, damage caused when the balloon wall comes into close contact with the device emitters, likely causes include (a) an irregular calcium lesion capable of compressing the balloon wall into close proximity with the emitter(s) and/or (b) an incompletely inflated balloon. The associated patient risk for this failure mode is low and adequately captured in swmi's risk documentation. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac arteries. The ivl balloon ruptured after 30 pulses were delivered. There was difficulty in removing the device. The distal part of the balloon remained stuck in the artery. During withdrawal, the guidewire with the emitters and part of the balloon detached.. The patient was then put to sleep, and the introducer was removed with the catheter after several attempts with a scalpel. All components were successfully retrieved. The procedure was completed with dilatation and stents. There was no harm reported, and the patient is in good health.